Manufacturer narrative:
Section b3: event date was estimated no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had a known outflow graft occlusion. The patient was transferred for transplant workup and log file review was requested which captured low flow events on (B)(6) 2026.